Event description:
Thoracic aneurysm stent removed from descending aorta by surgeon. Specimen explanted noted on record. Device sent to biomed for dispensing back to the gore company rep. Request of physician. The gore rep was contacted and the device was sent back to the manufacturer for evaluation.